Event description:
The customer reported via phone call that the insulin pump had scrolling numbers and experienced a keypad anomaly. The customer stated that she tried to bolus after dinner, and the bolus button went crazy, going from 0 to the highest number without input. She removed and reinserted the battery and the insulin pump alarmed a battery alert. The customer's blood glucose was 135 mg/dl. The customer did not observe any significant events leading to the keypad issues. She stated that all the buttons became unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.